Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the replacement of the lead resolved the lack of stimulation that they experienced. The patient also provided their weight at the time of the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6)2016, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had the trial, which made a world of difference. The patient stated that after the permanent implant, they couldn't feel stimulation/relief on the right side. The patient stated that they informed the manufacturer's representative (rep) who checked the programming, as well as x-rays. The patient stated that the x-ray from the trial had leads on both the left and right sides, but the permanent implant were both on the left side. The patient stated that it was reviewed with the healthcare provider (hcp), who said the lead needs replacing, so the lead was replaced. The patient stated that during the lead replacement surgery they were not put to sleep so they felt everything. No further complications were reported or anticipated.